Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation results: device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the embolic device confirmed that the reported events are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the coil was fractured during insertion. An embold? Fibered 6x20 was selected for use to treat a gastrointestinal bleed. During the procedure, as the coil was being inserted into the non-boston scientific microcatheter, the distal tip of the coil fractured. As a result, the coil was withdrawn from the microcatheter and the procedure was completed with another of the same device. The coil did not make contact with the patient. The patient condition following the procedure was stable.